Event description:
Clinical study. It was reported that during a coronary artery stenting treatment procedure, balloon withdrawal resistance was noted. The index procedure treated the de novo, 99% stenosed 3.63x36mm target lesion located in the mid left anterior descending artery. Treatment consisted of pre-dilation with a maverick 2.0x20mm balloon, the placement of a 3.5x32mm taxus liberte drug eluting stent deployed at 12 atm's, the placement of a 4.0x16 taxus liberte drug eluting stent deployed at 10 atm's and post dilation with a non bsc 4.0x15mm balloon deployed at 20 atm's resulting in 16% residual stenosis. Balloon withdrawal resistance was noted with the 3.5x32 taxus liberte stent during the procedure. The patient was discharged 1 day post procedure on aspirin and clopidogrel. No patient complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.